Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The 230792003 locking screwdriver body associated with this report was not returned. CAPA (B)(4) was closed identifying root cause and corrective action. The CAPA identified the root cause to be inadequate design. As taken by the CAPA (B)(4) was implemented on (B)(6) 2015 to change the material from 455 stainless to 465 stainless resulting in a more resilient device and one in which the failure mode changed from fracture (of the teeth) to deformation. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the prong on locking screwdriver broke off.